Event description:
A malfunction was reported, but there was no adverse impact on the customer's blood glucose level. The customer was not with his daughter at the time of the call and planned to follow up later. No additional information was received regarding the outcome of the event. Upon follow up malfuntion code was not resettable so pump will be replaced.